Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an overinfusion of greater than ten percent. The device was programmed to deliver 10ml, and when start key was pressed device was counting down from 19.9ml. This malfunction only occurred in the functional test mode, and not in the normal infusion mode. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure was confirmed during product evaluation. However, this result only occurs in functional test mode which can only be accessed by a qualified technician. This mode is not accessible to nurses for use on a patient and so there is no risk to the patient. Therefore, no assignable cause could be provided for this condition and no repair was necessary as the pump was functioning normally. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a colleague infusion pump with a user interface module master software version 7.01.00.